Manufacturer narrative:
The pipeline flex has not been returned for evaluation. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information.

Event description:
Medtronic received report that a pipeline flex did not open on the proximal end during deployment. The device was removed from the patient and a new device was implanted without issue. There was no report of patient injury in connection with this event.